Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his daughter was hospitalized for diabetic ketoacidosis. Her blood glucose at the time of incident exceeded 600 mg/dl. The patient was vomiting profusely prior to the hospitalization. She was treated with an insulin drip. Troubleshooting was initiated for the high blood glucose and the drive support cap appeared normal. The insulin pump settings were programmed accurately as well. A high pressure test was declined. The customer was advised to change their entire set, reservoir, and insulin and treat per health care provider's instructions. No products were returned and a tubing clamp was shipped to the customer.